Event description:
It was reported that the patient experienced postprandial hypoglycemia after a meal announcement, then overtreated with cereal and developed hyperglycemia with a reported peak of 306 mg/dl while using a teflon infusion set with 23-inch tubing. Symptoms included low blood glucose followed by high blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient excursions outside the target range without medical intervention, steroid use, ketone testing, or use of backup therapy. Investigation included a review of device use and patient counseling on proper meal announcing and correction techniques. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to rebound hyperglycemia; no device alarms were reported and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment and correction practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.